Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A trend alert evaluation will be performed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a leak coincident with peritoneal dialysis (pd) therapy. The patient presented to the emergency room (ER) with a leak at the end of the transfer set. It was reported the hospital staff proceeded to change the transfer set but did not wear a mask. It was reported that no antibiotics were given at that time. The patient developed peritonitis and was later hospitalized. The patient was treated with unspecified antibiotics. The cause of the peritonitis event was reported to be due to the leak and a breach in aseptic technique, further described as the hospital staff did not wearing masks while changing the transfer set. On an unreported date while hospitalized, the pd catheter was removed. At the time of this report the patient remained hospitalized and was not recovered from the peritonitis event. It was reported the patient was not on any form of dialysis. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.